Event description:
During a ptca/stenting treatment procedure, the express2 otw 8 mm x 2.75 mm stent dislodged. The physician successfully deployed a 16 x 2.75 mm express2 in the proximal circumflex following predilatation. He then was going to attempt to place the 8 mm x 2.75 mm express2 distal to the first stent, however, he was unable to advance more than halfway through the first stent. While attempting to retract the delivery/stent device, it became stuck and some resistance was encountered. Upon removal, it was noted that the stent had dislodged from the delivery device. Ivus located the stent floating in the distal left main coronay artery. The physician was going to attempt to secure the un-deployed stent with a 4.0 x 13 mm bx velocity hepacoat stent, however, it was determined that would create a stent jail. The velocity stent was removed and the pt was sent for coronary bypass surgery. The pt remained stable throughout the procedure. The pt is "doing ok" at the time of this report. The physician indicated that the pt went to surgery as a direct result of the stent dislodgment.